Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four months post implant, increasing thresholds and subsequently failure to pace were noted on the ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.